Event description:
It was reported that during advancement of the 3.0 x 12 mm nc trek dilatation catheter through the rotating hemostatic valve, the device shaft separated. The device shaft separated at a location outside the patient anatomy and the device was not used in the patient anatomy. There was no reported resistance during advancement through the rhv. There was no adverse patient event and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for shaft separation. Based on the information reviewed, there is no indication of a product deficiency.